Event description:
It was reported that the 2600 system film was not centered. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system needs a new filmer. The customer cancelled the service call. A follow up report will be filed when additional details become available.